Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric sleeve procedure, the device was fired with a gold cartridge during the second firing using peristrips and with all three firing strokes he felt a crunching sound. The staple line of the patient side was fine, but he oversewed it because he was concerned about it due to the crunching sound. The specimen side had no staples at all. There was no adverse consequence to the patient.